Manufacturer narrative:
(B)(4).

Event description:
It was reported that the indication for intra-aortic balloon pump (iabp) therapy: hemodynamic support in cardiac surgery. While in the operating room the chief perfusionist prepped the intra-aortic balloon (iab) and the surgeon inserted the iab into the pt. The iab was found to be in the pt's venous system and as a result, the iab was removed. The perfusionist requested another iab and this iab was prepped and the fos slide was inserted into the same pump without difficulty. The iab was inserted into the pt's femoral artery without event. According to the chief perfusionist the iabp therapy was working well. However, the pt expired after surgery. The iab had nothing to do with the pt's death.